Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown with loud noise. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp. The customer indicated that the device shut down with loud noise. The fse found codes 111, 112 which point to the exec processor board. The fse could not reproduce the reported issue while running iabp on trainer and balloon. The fse replaced the executive processor board and burned the device in with trainer and test balloon for 3 days. However, 2 days into burn-in the device failed again with codes 111,112 and this time it had code 118. To address the second failure the fse replaced the video generator board and again the customer will burn-in device with system trainer and test balloon. After 5 days of pumping with a system trainer and test balloon without failures the unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) needed service repair, however the reporter did not know what the issue with the pump was. There was no harm or injury to patient and no adverse event was reported.